Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cable insulation was ruptured, and though the head was able to interrogate it failed its noisy rejection console test. The cable was replaced and the head then passed all console and systems tests. Concomitant medical products: product ID: (B)(4) software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.